Event description:
It was reported that when the patient walked out of lowes, she felt a 'zap' and her device turned off. It was noted that the patient's symptoms returned the next day and that was when the patient noticed her device was off. The patient was happy with her device and it worked very well for her. Additional information has been requested and when received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reviewed indicated that patient rectal area was starting to give her problems.

Event description:
Supplemental information received reported that the patient had no concerns with her therapy or device. It was noted that the patient received assistance from her doctor or manufacturer representative and noted appointment dates of (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 3093-28, lot# va04uxd, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after their first implant, the patient was getting jolted when they would go through store security scanners. It happened to them every time, so they started to shut their device off before they would go through any security scanner at a store. The patient¿s health care provider (hcp) found one of their leads had a short in it and 4 to 5 months after implant was when they found the short. The patient had their leads moved to the right sacral nerve and had their implantable neurostimulator (ins) replaced due to battery life and the high settings they were using. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient said she had problems a couple of months after her first implant on (B)(6) 2013. The patient said she experienced jolting and her therapy shutting off 3 times when going through theft detectors (such as home depot). The patient said she told the representative and the representative said "that's not supposed to happen". The patient said she went back 3-4 times and they did adjustments but she still had problems. The patient said at that time, her urologist had the representative come in to test her system and they found a short in the leads. The patient said they put in a new ins (after 8 months) and rewired the leads from right side to left nerves and it was ok for a few days. The patient reports a shocking or jolting sensation.